Manufacturer narrative:
A partial lead was returned in two segments for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that the patient presented in the emergency room after receiving inappropriate high voltage therapy. Small r-waves and moderate t-wave amplitudes were observed. The lead was explanted and replaced. The patient condition was stable after the procedure.